Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they had a device implanted on (B)(6) 2008 and they needed an unrelated MRI done. They wanted to know if there was a way to deactivate the system. They did not believe it was working in their body for many years and the doctor who implanted it was deceased. The reported their implant worked for a little while, then stopped working. They were requesting a list of healthcare providers in their area for device removal. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that her interstim was not working. It was noted the patient was transferred to patient services. There were no further complications that have been reported as a result of this event.